Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, the liquid crystal display (lcd) is cracked, quick connect was corroded. Per functional testing, the lcd is blank and no display. The complaint was confirmed. The root cause was the cracked lcd. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that during testing it was discovered the device had a cracked liquid crystal display (lcd), the customer does not think unit was dropped. There was no patient involvement and no patient harm/adverse event reported.